Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "found that the pinch clamp on the catheter extension tube was broken. They changed a new one to resolve the issue, no medical intervention was required. The patient was reported as fine."